Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 (mg/dl). Reportedly, the customer believed that their low bg level was due to increased activity. Customer programmed a decreased temporary basal insulin rate for 5 hours, and subsequently, experienced an elevated bg level of 345 (mg/dl). Customer administered a manual injection to treat their elevated bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.